Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving fentanyl (2750 mcg/ml, 683.3 mcg/day), bupivacaine (20 mg/ml, 4.97 mg/day), and dilaudid (0.5 mg/ml, 0.12424 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that volume discrepancies occurred. On (B)(6) 2018, the actual residual volume (arv) was 20, and the expected residual volume (erv) was 4.8. On (B)(6) 2018, the arv was 15 and the erv was 8.5. X-rays were performed and no issue found. A bridge bolus was in progress. The patient had a sudden change in symptoms on (B)(6) 2018; they were not feeling good, had nausea and vomiting. A dye study was attempted. They were not able to aspirate, and would be scheduling the patient for a revision. They wanted to program the pump to minimum rate mode but there was a bridge bolus in progress. The drug concentrations were changed to fentanyl (2500 mcg/ml, 580.8 mcg/day), bupivacaine (15 mg/ml, 3.72 mg/day), and dilaudid (0.6 mg/ml, 0.1488 mg/day). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the cause of the volume discrepancies and of the inability to aspirate was not determined. The revision would be performed (B)(6) 2018. The patient status was alive without injury. The revised portion of the catheter would be returned to the manufacturer for analysis. The patient's weight was unknown. No further complications were reported.